Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. On 01/14/2024, the patient stated that due to inaccurate readings the omnipod delivered too much insulin, which caused her to have a hypoglycemic shock in which she lost consciousness. No cgm reading was reported from that moment and no fingerstick was taken at that time. When the patient was found unconscious by her son the emergency services were contacted. When the paramedics arrived a fingerstick was taken but no blood glucose reading was reported. It was stated that the cgm reading would have been lower than 60 mg/dl by then. The patient was given 2 bags of intravenous dextrose on the way to the hospital and was eventually admitted for 2 days. During admission, the patient was further treated with dextrose and received iron potassium. The patient reported one cgm and blood glucose comparison during the admission, a cgm reading of 303 mg/dl and a blood glucose reading of 186 mg/dl. The patient was discharged 2 days later. At the time of the report the patient was stable. The patient reported that during the fall when they lost consciousness, she sustained bruises on her back and arm and had neck pain. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient lost consciousness. It has been reported that readings were lower than 60 mg/dl when the paramedics arrived. The reported glucose values fall within the b zone of the parkes error grid during admission. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.